Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula scope wash tubing broke off in the tunnel inside the patient's leg. This occurred at the end of the procedure. The harvester had to make a small incision where the tubing was to retrieve it with no other patient effects reported. A replacement unit was not needed. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned, and the investigation is completed. (B) (4)